Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard 12.5fr t/l catheter in two segments were returned for evaluation. Gross visual, microscopic visual and other evaluation/testing were performed. The investigation is confirmed for the reported fracture and material separation issue as a complete circumferential break was noted at the distal end of the proximal catheter segment and also in proximal end of the distal catheter segment. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a catheter removal procedure, the device was allegedly fractured. It was further reported that only half line was removed. Reportedly, the cut down was performed to remove the other half as additional intervention. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the hickman 12.5 fr triple-lumen cv catheter that are cleared in the us. The pro code and 510 k number for the hickman 12.5 fr triple-lumen cv catheter are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024). Device pending return.

Event description:
It was reported that during a catheter placement procedure, the device allegedly fractured. It was further reported that line fully detached. There was no reported patient injury.